Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and determined tubing, dry tip to vp1 in was contaminated and dirty, replaced the tubing connected to dry tip, which resolved the issue. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity. The tubing, dry tip to vp1 was determined to be the likely cause. A review of service history for the architect c4000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c4000 did not identify any trends. A review of historical data for the tubing, dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the tubing, dry tip to vp1 in or the architect c4000 processing module, serial number (B)(4) was identified.

Event description:
The customer observed a falsely elevated magnesium (mg) result on an architect c4000 analyzer for one patient. The results provided were: (B)(6) 2020: initial magnesium result=2.3 /1.3 mg/dl. (Normal range: 1.6-2.6 mg/dl). There was no reported impact to patient management.